Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading was 700mg/dl. Troubleshooting was performed and the time was on am instead of pm, which would have affected the time of the basal rate delivery. Also found that the customer had put the insulin pump into the suspend mode because she had experienced low blood glucose levels earlier. By the time the customer took the insulin pump off of the suspend mode, the customer's blood glucose levels were high and she was taken to the hospital. The insulin pump passed the prime test, but tubing clamp was not available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.